Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump support placed as care escalation from the impella cp. Extracorporeal membrane oxygenation was additionally placed for the patient with acute myocardial infarction/cardiogenic shock. The pump was supporting when there was complete heart block and ventricular tachycardia. The pump remained on for 9 days, and the pump was then weaned and explanted. The patient survived.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary the device was not returned for evaluation. Heart block/ ventricular tachycardia: in order to make a cause determination, e clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1934685 device history review ==> the pump s/n: (B)(6) passed all the post sterile inspection checks.